Manufacturer narrative:
No button error alarm noted. Up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Unit had scratched display window, cracked display window corners, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 348 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.